Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 4.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device stopped at the proximal portion of the previously implanted stent. This was an in-stent restenosis at the ostium of the superficial vein graft (svg). Upon removal, a non-bsc catheter backed out, wire placement was lost and the stent struts were snagged and were removed from the patient's body. A new guide catheter was placed with a non-bsc guide wire and the procedure was completed with different device. No patient complications were reported and the patient's status was fine.